Manufacturer narrative:
This event occurred outside the u.s. Where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same brand family as a device marketed in the u.s. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2011. Unk competitor implantable pacing lead: (B)(6) 2011. (B)(4).

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) pocket revision was performed because of chronic left shoulder pain and following the revision the patient continued to complain of pain at the level of the ICD pocket. It was further noted that the comparison of the use before date and implant date found the right atrial lead was implanted after the use before date. The patient was reported to be enrolled in the painfree post market clinical study. The device and lead remain in use. No further patient complications have been reported as a result of this event.